Manufacturer narrative:
Complaint is currently being investigated by manufacturer. The device has not been returned for an evaluation. However, a photograph was provided with visible primary packaging compromise of the device. Upon completion of the investigation and if additional information is provided from the manufacturer's customer a follow-up report will be submitted.

Event description:
On 07nov2024, the customer, baxter healthcare corporation, contacted the manufacturer to report that vial adapter 20mm in the boxes on top of the pallets appear to have been deformed under high temperatures. The boxes also appear to have some parts discolored, probably due to high temperatures. 11 of the 12 shipper boxes on top of the pallets have damaged vial adapter 20mm. Please note that the shipper boxes did not appear to have any form of damaged that could be attributed to physical damage. There was no health impact to the end user as this issue was detected prior to use.

Manufacturer narrative:
A review of batch records for lot# k520 revealed no non-conformance. All qc inspections were conducted according to procedures, no other issues were identified. According to the manufacturer's records, lot#k520 was manufactured according to relevant procedures, tested before release, packed and shipped according to specifications. Complaints database of the last three years was reviewed; no justified complaints were identified for this lot. Samples from lot#k520 were 100% visually inspected twice during the production - no findings were observed. According to the sub-contractors' review of sterilization records, no issues were noticed for lot#k520. No samples were returned to the manufacturer. However, per the obtained pictures, products were detected with deformed and open blisters, the reported issue was verified. According to available data, it is likely that lot#k520 was not exposed to high temperatures during the manufacturing or sterilization process. The manufacturer is unable to fully monitor the conditions the products are exposed to while under service providers such as couriers and transportation contractors. Hence, this issue likely occurred during shipment of lot#k520. This is due to insufficient temperature monitoring over the door to door shipment process, which is the manufacturer's responsibility. Corrective and preventative action was initiated to address appropriate storage and shipping conditions definition for final goods.